Event description:
--

Event description:
Boston scientific received information that during a routine follow-up, a short circuit was detected during shock delivery. The battery was completely depleted, so a procedure was performed to replace this device. The right ventricular (rv) lead (model/serial 0165/(B)(4)) was also replaced during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted scratches and minor bloody fluid contamination in the lead barrels. No evident of arcing was noted on the casing and the set screws operated normally, other than the df-1 minus setscrew which was missing. Measurements noted a remaining cell capacity of 1.42 amp hour and x-ray analysis showed the plasma fuse was blown and confined a high voltage system fault due to the field observation of a lead fracture. In conclusion, laboratory analysis confirmed the allegation against the device in line with the field observations.

Manufacturer narrative:
This device is expected to be returned to boston scientific for analysis. To date, it has not been received. Should this device become available for analysis, an updated report will be filed.